Manufacturer narrative:
B3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis: evaluation of the device determined that the tool or blade not locking. The likely cause of failure is due to misaligned distal bearings. It was also noted that laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the tool or blade not locking. At the time of the report, there was no impact to the patient or staff.